Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the customer stated that during the preparation of the disposable, everything worked well, but as soon as the patient went home, the liquid began to leak. The event occurred during use with a patient. No patient injury reported.

Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found no damages, kinks or cuts in the sample received that could cause the failure mode reported. Functional testing confirmed the complaint when a leak was detected. It was identified that the leak point is in the perimeter seal of the medication bag. The most probable root cause of the reported issue was the medication bag became damaged during manufacture and was not correctly segregated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Production personnel were notified by the quality engineer of the defect reported by the customer; also reinforcement of the correct handling and segregation of the medication bag in the assembly process.